Event description:
Account states that the hi/low drifted down in his presence. He states that he believes the problem to be mechanical and cleaned the hi/low brake assembly but the problem remains.

Manufacturer narrative:
Account stated that he cleaned the hi/low brake assay to resolve the problem with the hi/low drive drifting down in his presence. The problem was related to the brake assembly having excess built up within it.